Event description:
The community college rep reported that the device's screen intermittently goes blank during operation. This is a teaching ventilator and is not used on patient's.

Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: 16448 sn: (B)(4) on to avea test station rfa-1. Powered user interface module (uim) in to user mode and it powered on properly. Cycled the power many times and did not see the user interface module (uim) go blank. Left user interface module (uim) cycling in user mode for one hour to observe user interface module (uim). User interface module (uim) did not go blank during the one hour cycle. Allowed user interface module (uim) to cycle over night for a total of seventeen hours and thirty minutes, after the cycling was complete the user interface module (uim) was still operating properly. Cycled the power various times once again and the screen did not go blank. Continued by disassembling the user interface module (uim) to inspect pcb¿s, cables and connectors did, not find any anomalies. Note: when disassembling the user interface module (uim) found damage on the rear cover and connector brace. Findings/root-cause: unable to duplicate the reported problem.

Manufacturer narrative:
(B)(4). A carefusion field service rep was dispatched to the user facility. The field service rep evaluated the device, verified the reported issue and determined that the root cause was that the device's user interface module (uim) was malfunctioning. The carefusion field service rep, the user interface module (uim) and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. The alleged faulty user interface module (uim), has been received, routed to the carefusion failure analysis lab and staged for evaluation.